Event description:
It was reported that a patient had a proximal tibia revision surgery scheduled for (B)(6) 2021. This surgery was postponed due to covid. It is unknown what complications the patient is experiencing. Attempts have been made to obtain more information and no further information has been provided.

Manufacturer narrative:
Multiple attempts have been made to obtain more information regarding this event. No additional information regarding this event has been provided. If additional information is received, a supplemental report will be submitted accordingly. The following fields have been updated: h3: device evaluated by manufacturer updated to no. H6: type of investigation code updated to 4114: device not returned. H6: type of investigation code updated to 4119: insufficient information available. H6: investigation findings code updated to 3221: no findings available. H6: investigation conclusions code updated to 4315: cause not established.

Manufacturer narrative:
The investigation is in process. Multiple attempts have been made to obtain more information regarding this event. If additional information is received, a supplemental report will be submitted accordingly. When the investigation is complete, a supplemental report will be filed accordingly.

Event description:
It was reported that a patient had a proximal tibia revision surgery scheduled for (B)(6) 2021. This surgery was postponed due to covid. It is unknown what complications the patient is experiencing. Attempts have been made and no further information has been provided.